Manufacturer narrative:
Device evaluated by MFR.: the device was not returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulty occurred. The target lesion was located in the circumflex (cx) artery. The physician advanced the 3.0mm x 10mm flextome cutting balloon to the target lesion. The balloon was inflated to 10atms twice. The balloon was deflated and during withdrawal the balloon 'became hung up in the artery'. The physician 'patiently and gently removed' the device from the patient. After the device was removed a balloon rupture was noted. An angiogram with contrast injection confirmed no vessel damage occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.